Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 163mg/dl 05/26/2017 08:56 am fasting: yes; 77mg/dl 05/26/2017 05:18 am fasting: yes; 73mg/dl 05/26/2017 05:13 am fasting: yes. Customer called in reporting high results and error messages not shown in the owner's booklet. Customer feels fine and is not displaying any symptoms related to diabetes. Customer states he received this meter yesterday from (B)(6) and was only able to obtain 3 readings after 10 tries with 10 different test strips. Customer states he kept receiving e-l and l-l on the meter. Customer states he is on new insulin to manage his diabetes. Customer's normal fasting range is 90-100mg/dl. Customer is concerned with 163mg/dl fasting result obtained. Customer stores testing supplies in the kitchen. Customer has another meter he can use until replacement true metrix arrives.